Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. The device delivered eight burst of anti-tachycardia pacing (atp) and six inappropriate shocks until therapy was exhausted. The therapy was a result of a supraventricular tachycardia (svt). Technical services (ts) discussed program settings adjustments. This ICD remains in service. No additional adverse patient effects were reported.